Event description:
The customer's wife called to report that the customer was taken to the emergency room for high blood glucose levels over 600 mg/dl. The wife stated that the customer began experiencing high blood glucose levels the day prior to the event. The customer then experienced nausea the following day. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.